Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead impedance decreased, sensed p-wave amplitudes decreased and the pacing threshold increased. The lead remains in use. No patient complications were reported due to this event.